Manufacturer narrative:
The event occurred on an unspecified date within the "past two months". The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia cassette was ¿loose¿ in the packaging and not attached to the patient line. This was observed prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.